Event description:
Patient presented to the physician with wound dehiscence at the chest incision site, exposing the lead wire. Physician brought the patient into the operating room, irrigated and washed out the area with antibiotic solution, and closed.